Event description:
A medline suction catheter 8fr from a 0508 suction cath set (with glove (B)(4)) in factory sealed package was opened in nicu in preparation to suction neonate. It was determined that suctioning was not necessary and the catheter was not used and was to be disposed of. The rn then observed that approx 4 cm of the end of the catheter had been sliced off or cut at an angle and sealed in packaging in that defective condition. This condition had to have been created at manufacturing or packaging phase, sealed within package in this condition and was delivered to facility in this condition. Medline suction catheter set with glove (B)(4) defect discovered (B)(6) 2011.